Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it with a prepaid label within 10 days, and understood that new pump would require reprogramming of pump settings and reconnection of continuous glucose monitor, while technical support arranged replacement pump.